Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist. They have tmj symptoms and require treatment for tmj. Their dentist says that the patient needs a spring aligner/retainer to correct teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.